Manufacturer narrative:
No report of injury to the patient or staff present during the time of the reported event. Following the reported event, the 4085 surgical table was removed from service. A steris service technician arrived onsite to inspect the 4085 surgical table and found that the table's batteries were depleted and the table's ac power cord was plugged in however, the power switch was turned off. The technician turned the power switch to the on position and the table was found to be operating properly. The 4085 surgical table was returned to service. The technician instructed the user facility to allow the batteries to charge for 24 hours prior to use of the table's battery power operation. The surgical table's batteries require recharging on a periodic basis depending on the frequency of table use. Low or discharged battery conditions are indicated by the half-filled or empty battery icon on the hand control and some or all green diode bars on the power panel led display. The 4085 operator manual states on pg. 5-5, "if table is to be operated on battery power, note the following: important: batteries are recharged automatically as long as main power switch is set to on and the ac power is connected to the steris 4085 general surgical table. The plug icon appears on power panel led display indicating ac power and diode bar battery condition". The steris 4085 surgical table is equipped with an auxiliary control system. As stated in the operator manual pg. 3-2, "this system can be actuated at any time and allows table operation in the event of primary control malfunction. A pedal and override hand control are located on the right side of the table base behind a cover panel and are used for table movements". While onsite the steris technician counseled user facility personnel on the proper use of the table battery charging operations and the use of the auxiliary control system. The 4085 surgical table was installed at the customer's location in 2014 and has been in use for 3 years. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 4085 surgical table became unresponsive. A procedure delay occurred as the patient was transferred to a different surgical table. The patient procedure was completed successfully.